Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a lobectomy, the tip of the jaws could not be re-opened while on tissue. The surgeon pried the jaws of the device open to remove them. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.